Event description:
It was initially reported in clinic notes that the patient has congestive heart failure and cerebral hematoma. It is unknown if these events were related to vns.

Event description:
Good faith attempts for more information were unsuccessful. Follow-up with the physician's office indicated that they did not feel comfortable commenting regarding the patient's events and did not provide any further information.